Event description:
It was reported to nova biomedical that the consumer's parent continued to administer insulin based on high results obtained on their blood glucose meter. The consumer subsequently experienced a hypoglycemic event which did not require medical intervention. During the call to customer support, the consumer stated having control tested her test strips when they were opened and performed ten (10) additional control solution tests and all the test strips fell out of range. The consumer continued to use the test strips. It was also discovered that the consumer did not perform the control solution test as per the instruction in nova's direction for use manual. The consumer was educated on these directions for use at the time of call. Consumer refused to provide any other information regarding this event. The test strips and meter were requested back for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.